Event description:
The account reported the stretcher brakes roll and swivel when the brake pedal is engaged. The stretcher is located in the ER hallway at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # 135100.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.